Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the fenestrated bipolar forceps broke inside the patient. The shaft of instrument was canted to the side and the surgeon was unable to manipulate the instrument for removal. Therefore, the port site incision was extended to allow removal of the leftover instrument debris. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following information: the customer confirmed that all broken fragments were retrieved during the procedure. The customer was unable to confirm the cause of the break and the or staff completed the case as planned after swapping out the instrument. There was no report of patient injury nor has the patient returned to the hospital due to post-operative complications. Patient information was requested, but unavailable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved in this case, however failure analysis testing has not yet been completed. A follow-up MDR will be submitted following completion of the evaluation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Additionally, an instrument log review was performed for the instrument. Per the review the following was confirmed: the fenestrated bipolar forceps (fbf) instrument was last used on 2/24/2022 on system - (B)(4)and the console surgeon was dr. (B)(6) for the unilateral inguinal hernia procedure. The fbf instrument had 2 lives remaining. This complaint is considered an adverse event and malfunction due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The customer confirmed that all fragment(s) from the instrument were retrieved during the same procedure. At this time it is unknown what caused the breakage to occur. Furthermore, the or staff had to extend the port site incision to allow removal of the left over instrument debris from the instrument. The surgeon completed the procedure. The patient has not returned to the hospital due to post-operative complications.

Manufacturer narrative:
D11, d02- intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have the main tube broken. Fa noted pieces measuring approximately 0.128" x 0.180" and 0.086¿ x 0.422¿ were not returned with the instrument. Fa concluded the root cause of the broken instrument main tube was attributed to mishandling/misuse. Additionally, fa identified two findings that were not reported by the site. The instrument was found to have a broken grip cable at the distal end and there was a broken conductor wire where the main tube had broken. The fbf instrument failed electrical continuity test and there were no signs of thermal damage observed. Fa concluded the root case of the broken distal grip cable and conductor wire are attributed to a component failure.